Event description:
1.5mm deep distal cut surgeon trialed and there was a large gap present. Planar probe readings: distal: 1.6 deep anterior: 1.0 proud case type / application: tka. Update (B)(6) 2022: when asked "did the robot provide the visuals to alert the user?" Mps responded "no. There was no red on the bone model.".

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Manufacturer narrative:
An event regarding inaccurate resection involving a mako robotic arm was reported. The event was not confirmed because the product was not available for inspection. Method & results -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate that devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there are other complaints with a similar failure mode for this lot. Conclusions: the alleged failure mode was not confirmed because the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
1.5mm deep distal cut surgeon trialed and there was a large gap present. Planar probe readings: distal: 1.6 deep anterior: 1.0 proud case type / application: tka update (B)(6) 2022: when asked "did the robot provide the visuals to alert the user?" Mps responded "no. There was no red on the bone model."